Manufacturer narrative:
The reported event involving a pcu device with alarm issues with v9.33 upgrade could not be confirmed. Previous investigation (pr295485) shows that the customer¿s experience with difficulty hearing the audible kvo alarm when the volume is set to the maximum setting is attributed to an update to software v9.33 to meet 3rd edition standards. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that it is difficult to hear the alarms because the sound has changed slightly and did not seem to be as loud.